Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip vascular closure device (vcd) was used. However, the indicator signaled that deflation was underway, the device was withdrawn with the balloon still inflated and the plug was attached to it. Subsequently, manual compression was applied for 20 minutes to achieve arterial closure. No additional closure device was used. There was no reported injury to the patient. The device was removed from its packaging, inspected, and the balloon was inflated and tested prior to use. The device was then inserted through a 6f avanti sheath, and the arterial closure procedure was performed according to the standard steps. The deployer was mynx certified. No difficulty was noted during device preparation, and the device was removed from the packaging according to the instructions. The storage temperature exceeded 25°c. There was no significant resistance or excessive force applied during shuttling or sheath retraction. The advancer tube was visible, and there were no kinks noted in the sheath or device after removal. The sheath used was a cordis avanti 6f. The procedure involved an arterial vessel with an access angle of 45 degrees. Vessel diameter confirmation and bmi status were not provided. There was no vessel tortuosity, peripheral vascular disease (pvd), calcium, or scar tissue present at the puncture site. Fingertip compression was maintained during device removal, and bleeding was noted following instructions. It is unknown whether the sealant was stuck to device components. After the plug was deployed and the required time had elapsed, the steps to deflate the balloon were initiated. The device will be returned for evaluation.

Event description:
As reported, the mynxgrip vascular closure device (vcd) was used. However, the indicator signaled that deflation was underway, the device was withdrawn with the balloon still inflated and the plug was attached to it. Subsequently, manual compression was applied for 20 minutes to achieve arterial closure. No additional closure device was used. There was no reported injury to the patient. The device was removed from its packaging, inspected, and the balloon was inflated and tested prior to use. The device was then inserted through a 6f avanti sheath, and the arterial closure procedure was performed according to the standard steps. The deployer was mynx certified. No difficulty was noted during device preparation, and the device was removed from the packaging according to the instructions. The storage temperature exceeded 25°c. There was no significant resistance or excessive force applied during shuttling or sheath retraction. The advancer tube was visible, and there were no kinks noted in the sheath or device after removal. The sheath used was a cordis avanti 6f. The procedure involved an arterial vessel with an access angle of 45 degrees. Vessel diameter confirmation and bmi status were not provided. There was no vessel tortuosity, peripheral vascular disease (pvd), calcium, or scar tissue present at the puncture site. Fingertip compression was maintained during device removal, and bleeding was noted following instructions. It is unknown whether the sealant was stuck to device components. After the plug was deployed and the required time had elapsed, the steps to deflate the balloon were initiated. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the mynxgrip vascular closure device (vcd) was used. However, the indicator signaled that deflation was underway, the device was withdrawn with the balloon still inflated and the plug was attached to it. Subsequently, manual compression was applied for 20 minutes to achieve arterial closure. No additional closure device was used. There was no reported injury to the patient. The device was removed from its packaging, inspected, and the balloon was inflated and tested prior to use. The device was then inserted through a 6f avanti sheath, and the arterial closure procedure was performed according to the standard steps. The deployer was mynx certified. No difficulty was noted during device preparation, and the device was removed from the packaging according to the instructions for use (IFU). The storage temperature exceeded 25°c. There was no significant resistance or excessive force applied during shuttling or sheath retraction. The advancer tube was visible, and there were no kinks noted in the sheath or device after removal. The sheath used was a cordis avanti 6f. The procedure involved an arterial vessel with an access angle of 45 degrees. Vessel diameter confirmation and body mass index (bmi) status were not provided. There was no vessel tortuosity, peripheral vascular disease (pvd), calcium, or scar tissue present at the puncture site. Fingertip compression was maintained during device removal, and bleeding was noted following instructions. It is unknown whether the sealant was stuck to device components. After the plug was deployed and the required time had elapsed, the steps to deflate the balloon were initiated. The device was not returned for analysis. A product history record (phr) review of lot f2416502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-deflation difficulty¿ and the subsequent ¿sealant-sealant exposed¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the deflation issue reported. However, procedural/handling factors and/or contrast media factors are possible, especially since it was reported that there was no difficulty experienced when prepping the balloon. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ also included in the IFU, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression.¿ it should be noted that viscous contrast solution might cause difficulties when inflating/deflating the balloon and/or delay the balloon¿s inflation/deflation time. Additionally, if the balloon is not fully deflated before being removed through the advancer tube lumen, it could result in a balloon retraction jam and dislodgement of the sealant. Neither the phr review, nor the available information suggests that the reported issues could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.